Manufacturer narrative:
On the initial MDR a digit was inadvertently omitted from the PMA/510k#. The PMA/510k# has been corrected accordingly.

Event description:
Additional information received identified following the implant procedure, the patient's vital signs including his oxygen saturation were stable, the patient experienced no complaints of pain or dyspnea. Additionally, a chest x-ray was obtained, which was unremarkable. Moreover, a pulmonary critical care consult was obtained. Furthermore, the hemoptysis resolved on its own within an hour of the procedure end time. It was also reported the physician determined the guidewire used to introduce the sensor into the target pa vessel must have irritated or made a small puncture in the lung tissue due to being extended too far into the vessel.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that following the patient's implant procedure, the patient experienced intermittent hemoptysis. As a result, the patient was hospitalized overnight and received a platelet transfusion. No additional information is available at this time.